Event description:
It was reported that the ventilator generated technical error codes indicating an open safety valve and communication error. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating a communication error, causing the safety valve and ventilation to fail. The ventilator was investigated by our field service engineer (fse), expiratory channel printed circuit board (pcb) was found to be defective and the fse resolved the reported failure by replacing it. The ventilator passed all functional and safety test and was cleared for clinical use after that. That can be confirmed in the provided logs. The pcb was sent for further investigation and tested over 72 hours, in our ventilator laboratory. Tests included ventilation with a test lung and numerous pre-use checks, the issue could not be reproduced. Expiratory channel printed circuit board is part of subsystem breathing bre. The main functions are expiratory flow measurement and expiratory cassette handling. Expiratory flow measurement is performed by the flowmeter in the cassette. It's connected to the cassette via expiratory channel connector printed circuit board. The root cause for the reported issue could not be determined.

Event description:
Manufacturers reference ID: (B)(4).